Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device passed away due to an unknown cause. The pt was not hospitalized prior to death. It is unknown if an autopsy was performed. Pd therapy was ongoing until the time of death. It is unknown if the pt was connected to the hc at the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Device evaluation should have been checked in the previous follow up. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 2006. The device was received for evaluation by the baxter product analysis laboratory (pal). Reviews of the device history record, service history and the event history log were performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.